Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, at 80% deployment and a depth of 3 mm on the non- coronary cusp and 2 mm on the left coronary cusp, 1st degree atrio-ventricular (av) block was observed, the valve was fully released. The av block did not resolve following valve implant.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012373646); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.